Event description:
It was reported that the system's monitors intermittently remained black after the system starts up. This may cause the system to be unusable due to the loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.